Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a failed battery test alarm and unable to remove the battery cap. Customer's blood glucose readings was 148 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced but it was not returned.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart test and displacement. However, the device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime alarm. No failed battery test noted. The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.